Manufacturer narrative:
Diopter: -12.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -12.0 diopter in the patient's right eye (od) on (B)(6) 2012. Low vault was observed on (B)(6) 2013. The lens was explanted on (B)(6) 2014 and was exchanged for a longer lens with a similar diopter. The problem was resolved. Patient visit on (B)(6) 2014 - ucva was 20/20.